Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10:vyaire medical field service technician went onsite to evaluate the device. The unit would not depressurize upon first inspection of the vent. After calibrating the patient circuit as well as pr2 the vent was able to depressurize. Once this issue was resolved there was still the matter of high mean airway pressure which was fixed with a ddi centering calibration. Unit has passed all verification tests and is running nominally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that limit knob will not set correctly and unit would not depressurize on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.